Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown was verified. The investigation for the occlusion alarm could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was not impacted. The customer resumed insulin deliveries and successfully delivered correction boluses since receiving the occlusion alarm therefore no troubleshooting was performed to determine the possible cause of the occlusion alarm. The customer was to use a case to prevent abrupt temperature changes to the pump. Additionally, the pump unexpectedly shut off with 20% battery life. Reportedly, the customer received a low power alert prior to the shutdown. The customer reported the pump would continue to be used for insulin therapy.